Event description:
(B)(6) 2013, customer states via phone at the end of an unk urology procedure on an unk pt the computer overheated and the fluoro failed. The physician was finished with the fluoroscopy part of the procedure and was able to finish without incident. No reported injury. This facility does not have back up capabilities. Procedures have had to be rescheduled.

Manufacturer narrative:
Field service engineer (fse) confirmed problem with the platinum one computer and returned the computer system in house for vendor repair. The computer system was then sent to infimed for repair. Infimed reported the system would not reboot due to overheating caused by the heat sink fan being broken and not seated properly resulting in the fan being non functional. The fan was repaired and reinstalled with no further overheating noted.